Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level ranges from 400 mg/dl to 48 mg/dl. Customer had low at night but could wake up with a blood glucose was over 200 mg/dl. Customer stated that insulin pump batteries were drying faster and received unexplained no delivery alarms. Customer stated that it was unknown whether the customer was using auto mode feature or not. Customer stated the he did not need any assistance with trouble shooting. No further patient complication were reported. The customer will continue to use the device.